Event description:
It was reported that the image was lost during a screening colonoscopy, with display of green lines on monitors. There was no harm to the patient. This report follow a retrospective review of complaints for medical device reporting requirements based on a new procedure. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.